Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device had an empty battery icon (very low battery charge) in the readiness display and that the device could not be powered on. The customer reported that the battery was first installed in (B)(6) 2015 and the device had not been used for shock delivery or for any ECG monitoring since the battery was installed. There was no patient use associated with the reported event.

Manufacturer narrative:
The physio-control sales representative has advised the customer to replace the device because of the age of the device and the device having had a similar issue before.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported issue. The third-party service agent installed a new battery in the device. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.